Event description:
The subject device was implanted in 1996 for a 60 degree right thoracic curve and 40 degree compensatory left thoracolumbar curve. At an unknown date post-operatively, the pt was found to have a progression of her curve to 63 degrees and the device was found to be fractured. The device was removed in 1999.